Manufacturer narrative:
The device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. A review of post-procedural images was conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the images stated the following: a vhs video tape containing tte echocardiographic images was received for review. This study was performed on (B) (6) 2009, status-post a gore helex implant, at a 1-month follow up visit. Echocardiographic image obtained in multiple views demonstrate an echogenic return consistent with a helex device in appropriate position in the atrial septum. An echogenic mass of approximately 4mms in width and 90-100mm's mm in length, consistent with the appearance of the retrieval suture of the helex delivery system, thrombus, or both, is visualized originating from the area that the device is on the atrial septum, extending through the tri-cuspid valve, into the right ventricle, and right ventricular outflow tract. Again, this mass appears to be attached proximally at the atrial septum, and is moving freely within the right atrium, right ventricle and right ventricular outflow tract. Time index 34:58.26 demonstrates mild-to-moderate tri-cuspid valve regurgitation visualized on color flow doppler interrogation. No clinical sequelae have been reported currently with this patient and device appears to be in the proper position. No fluoroscopic images were provided for review.

Event description:
It was reported that the physician implanted a helex septal occluder on (B) (6) 2008 to close a pfo (patent foramen ovale). Upon hospital discharge, an echo was performed and a foreign object was found extending from the right atrium into the right ventricular outflow tract. The physician put the patient on coumadin and asked her to come back in 3 weeks for a follow up echo. An echo performed 3 weeks later showed no change in position. The object is believed to be a piece of the retrieval suture. It was noted that prior to device closure, the pt had mild tricuspid regurgitation and it was reported as moderate after device closure. The patient is doing well and will continue to be monitored by the physician.